Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. D4: batch # 613a70 . Investigation summary: this is an analysis of four photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first and second photos show a small piece of metal that appears to be a piece of staple. The third photo shows a staple line on the tissue and the staples appear to be properly formed on the tissue. However, slight bleeding could be observed on the distal end of the staple line. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review: a manufacturing record evaluation was performed for the finished device batch number 613a70, and no non-conformances were identified. Additional information was requested and the following was obtained: stapling open on one side- tissue moved? No. On one side and not the other? Yes. Any unusual noises heard when fired? No. The event occurred in (B)(6). The staples were not the appropriate b shape but were goal post shapes. The surgeon was performing a sleeve gastrectomy on a male patient. They were using a black cartridge that included the seamguard bioabsorbable staple line reinforcement product. After completing the stapling, it was found that the staple line did not form the intended "b-shape" at the end of the staple line, but instead resulted in a straight line shape. This indicates that the stapler missed the anvil pocket during the firing, leading to the improper staple formation.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2024. D4: batch #: unk. Additional information was requested, and the following was obtained: is the affected product available at clinic for return? They have disposed the item. Did the patient experience any adverse consequences due to this issue? According to the nurse in charge nothing happened to the patient. Are there any photos/videos related to this complaint? Kindly check \documents. Investigation summary: this is an analysis of four photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first and second photos show a small piece of metal that appears to be a piece of staple. The third photo shows a staple line on the tissue and the staples appear to be properly formed on the tissue. However, slight bleeding could be observed on the distal end of the staple line. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 613a70, and no non-conformances were identified.

Event description:
It was reported that the surgeon was performing a sleeve gastrectomy procedure on a male patient. They were using a black cartridge that included the seamguard bioabsorbable staple line reinforcement product. After completing the stapling, it was found that the staple line did not form the intended "b-shape" at the end, but instead resulted in a straight line shape. This indicates that the stapler missed the anvil pocket during the firing, leading to the improper staple formation. No patient consequences reported. No further information is available.